Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the needle did not deploy and the cannula did not insert into the skin when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 5 and 24 hours. No impact to the patient's glucose level was reported.